Manufacturer narrative:
Concomitant medical products: 7425 pain stim ipg, implant date (B)(6) 2001; 7495-25 neuro extension, implant date (B)(6) 2001; 3487a pain stim lead, implant date (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "need to replace the pacemaker battery since it was already dead". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.